Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: device evaluation: on investigation, the threads on the battery cap that was returned for investigation were stripped and the cap was no able to secure properly to the pump. A test cap was used to complete the investigation.

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap. This report is made based on results of investigation completed on (B)(6) 2015.